Event description:
It was reported, the pt experienced discomfort at his ipg site. It was reported, the ipg is located at the pt's collar bone. The pt allegedly will consult with his physician regarding the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.